Event description:
Broken screw of impression post stuck in the implant. Fractured part could not be removed from dental implant. Implant needed to be explanted.

Manufacturer narrative:
Broken screw of impression post stuck in the implant. Fractured part could not be removed from dental implant. Implant needed to be explanted. Collateral damage. No product problem detected. Dentist should have consulted instruction for use to prevent this from happen.